Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the infusion device display is defective. No adverse event was reported. Customer stated he will not return the infusion device for evaluation.